Manufacturer narrative:
The fenestrated bipolar forceps had the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy the instrument had no energy despite changing bipolar cords. Procedure was completed with no patient harm.

Manufacturer narrative:
Initial findings were confirmed. Continuity was tested on the instrument and failed on one of the grips. The instrument was disassembled and the break in the conductor wire was located ~1.7mm from the grip face. It is likely that once the conductor wire was broken, the insulation on the wire was displaced, resulting in the retracted insulation. Based on the physical evidence, both the wire break and the insulation retraction a attributed to the component¿s susceptibility to mechanical damage during use or handling.

Event description:
Refer to h11 for follow-up information.